Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro switch was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of manufacturer unavailable at time of filing.

Event description:
The hospital reported the unit would not switch to mechanical ventilation when bag/vent switch was toggled to 'vent'. There is no report of patient injury.